Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. The patient was supposed to have a pump refill on (B)(6) 2016 but her health care professional went to jail and patient was running very low on her medication and was going to run out in (B)(6) 2017. Patient did not have a current health care professional. There were no symptoms mentioned. Information regarding physician locator was reviewed. No further complications were anticipated/reported

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported her pump began alarming last week (B)(6) 2017). The patient reported her pump was supposed to be refilled in (B)(6) 2016, but she didn¿t have a health care provider (hcp). The alarm sounds were inconsistent with pump alarms.